Manufacturer narrative:
Multiple good faith efforts attempts have been conducted to gather more information but have been unsuccessful. The following functional tests were performed: the remote service engineer (rse) called the customer for consultation, and the customer reported that the issue was concerning a tachycardia alarm. The rse sent the procedure to retrieve the log files to the customer. No further customer feedback and the case was closed. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the patient information center ix does no longer emit sound until the alarm ends after two rings. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone# : (B)(6).

Event description:
It was reported the patient information center ix alarms does not go off. The device was in patient use. No harm to patient or user was reported.